Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant) and back pain ("back pain,"). The patient was treated with surgery (essure was removed on (B)(6) 2013). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and back pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and back pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and heavy bleeding (seen as genital haemorrhage). A surgery was performed to remove micro-inserts around 5 months after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic pain, abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / lower pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. B21677) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), the first episode of back pain ("back pain"), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the second episode of back pain ("back pain,"). The patient was treated with surgery (essure was removed on (B)(6) 2013.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of back pain, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal pain, allergy to metals, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she only had essure in the right tube, as her left tube was removed in or around 2009 due to ectopic pregnancy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, nickel allergy and device monitoring procedure not performed. Lot number were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental.